Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is unknown if the user deviated from the reprocessing procedure in the instruction manual. The instruction manual operation describes detection methods for foreign material in reprocessing in manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿, and prevention methods in ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the nozzle. There were no reports of patient involvement.